Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00775, 00776.

Event description:
Allegedly original component was revised due to complete expansion and instability of limb. Tibial component loose and component internals appear damaged on x-ray. Low activity level. Cancer.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. Photographic images were made of the returned product. Evidence that product in specification when used.